Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to fluid loss. During surgery, it was discovered that both cylinders had torn in the middle of the shaft. The ipp was explanted and replaced. There were no patient complications reported.